Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited upstream occlusion. No adverse effects were reported.

Manufacturer narrative:
Other, other text: additional information: a1, b3, h6, h10: information was received on (B)(6) 2020 indicating event date and indicating that there was no patient involvement in this event, it occurred during volumetric testing. Device evaluation completion date: (B)(6) 2021: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted on the device. During analysis, the reported issue was unable to be duplicated, the values were noted to be with in specification. It was also noted that in the event log, multiple entries were found of upstream occlusion alarm. Service will replace upstream occlusion (uso) sensor as a preventative measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.